Manufacturer narrative:
Evaluation summary: the green cable was damaged causing green cable errors and the e-clip was damaged during disassembly. Replaced the green cable to correct the customer complaint, replaced the e-clip that was damaged during disassembly, and per the mammotome service manual, service test were performed with no functional faults found. As part of the standard ees service process, per sb 06-007 added heat shrink to the green and blue cables. The device history record has been reviewed and has passed qa inspection.

Event description:
It was reported that during a breast biopsy, received the green cable error code. Checked the cables and probe then shut the unit down. Rebooted and continued the case with no consequence to the patient.